Event description:
The customer stated they took insulin based on the ibgstar meter readings (which customer presumed were too high), which resulted in them becoming hypoglycemic.

Manufacturer narrative:
Meter has not been returned for evaluation. An updated report will be submitted if additional info becomes available.